Event description:
Report received of a general complaint of batteries dying while the pumps are in use on patients. No alarms were reported before the pumps shut off. In on specific case, a patient in the cardiac catheterization lab required administration of an unspecified drug IV push due to the pump shutting off. There were no details on any of the other unspecified number of undocumented cases. Though requested, there was no additional information available.